Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), headache ("headaches"), migraine ("migraine,"), nausea ("nausea,") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, headache, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: date of implant: (B)(6) 2011 (discrepancy noted with previous report). Plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migraine, headaches, nausea, fatigue. Patient was on medical leave related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury updated to dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migraine, headaches, nausea, fatigue. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ left female side') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and knee arthroscopy. Concurrent conditions included dyskinesia of esophagus, allergic rhinitis, restless legs syndrome, sore throat, gastroesophageal reflux disease, lumbar spondylosis, menopause, stress incontinence, skin dry, epigastric pain, dorsalgia, cystoscopy, chronic cervicitis and hemorrhagic cyst. Concomitant products included citalopram, clonazepam, pantoprazole and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraine,"), nausea ("nausea,"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bladder or urinary problems or changes: bloated"), constipation ("bladder or urinary problems or changes: constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("other injury(ies) or complication (s) please describe: irregular menses"), abdominal pain lower ("lower abdomen") and back pain ("lower back ") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroid/subserous of uterus"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and back pain had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, headache, migraine, nausea, fatigue, vaginal haemorrhage, abdominal distension, constipation, dyspareunia, uterine leiomyoma and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date of implant: (B)(6) 2011 (discrepancy noted with previous report). Plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migraine, headaches, nausea, fatigue. Patient was on medical leave related to essure there were approximately 2.5 to 3 coils coming out on the right ostia on the left; there was one. The coils appeared to be in good placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion devices are in satisfactory position. Results: bilateral tubal occlusion devices are in satisfactory position, and there is no spillage of contrast material into the peritoneal cavity. Imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2016: cervix: patchy mild chronic cervicitis. Endometrium: proliferative pattern, myometrium: leiomyomata. The left ovary has a benign appearing hemorrhagic cortical cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, subserosal leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs+mr received. New events: abnormal bleeding (vaginal), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), other injury(ies) or complication (s) please describe: subserous uterine fibroid, of uterus and irregular menses, lower abdomen pain, lower back pain were added. Concomitant conditions, drugs and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.